Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noisy signals, oversensing and pacing inhibition during non-sustained ventricular tachycardia (vt). There was asystole equal to 2 seconds. Other measurements were stable. The boston scientific field representative was able to recreate one beat with aggressive isometrics. No intervention has taken place. No additional adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received indicating that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continued to exhibit noise and oversensing. There was pacing inhibition that led to asystole greater than 2 seconds. An invasive procedure was performed to abandon the lead. The device was explanted and replaced with an upgraded device. No adverse patient effects were reported.